Event description:
A customer reported receiving erroneous glucose results from an Abbott Diabetes Care device. The customer received sensor scan results of 2.40 mmol/L compared to readings of 22 mmol/L respectively obtained on a healthcare professional meter and the results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.